Event description:
Related manufacturer report number: 2017865-2022-08495. It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedances on both the right ventricular (rv) lead and atrial lead; it was also noted that the rv lead was not capturing and that the atrial lead had high capture threshold. The physician elected to explant and replace the rv and atrial leads. The patient condition was stable.